Event description:
Customer reported a past incident of low blood glucose, with levels ranging between 50-60 mg/dl. To address the low glucose incident, the customer consumed carbohydrates, and technical support advised consulting a healthcare provider for further discussion about factors affecting blood glucose levels. Additionally, a link to tandem¿s guide for successful pumping was to be emailed to the customer as requested.